Manufacturer narrative:
(B)(6). No product was returned to assist in the investigation, only a photo image was provided. Per quality control specs, it is confirmed that the correct sheath connecting cap and the flare is caught securely in cap assembly. It is also verified that the sheath does not rotate and that the coil in sheath continues into cap. An IFU (instructions for use) is provided with this device that informs the end user that all catheters and instruments used with this introducer should more freely through the valve and sheath. The photo provided by the user facility shows the sheath separated from the fitting with flare intact; however, details is insufficient to show whether flare is of adequate size or if elongation occurred at separation or if the flare is just distorted from being pulled through the cap. Devices are 100% inspected for fitting security. This failure mode is relevant to a corrective action/p;preventative action (CAPA) which was previously initiated based on prior similar complaints and remains under investigation. The manufacture date of this lot number is after interim preventive action was implemented on (B)(6) 2010 to require the use of torque limiting devices in proximal fitting assembly. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode. A CAPA was previously initiated at management discretion based on prior similar complaints.

Event description:
When dr. (B)(6) tried to pull back the dilator, he found the check-flo. Adapter was separated from introducer. Thus, he used another new (B)(4) to finish the medical procedure and without further difficulties. No add'l medical procedures were required due to this occurrence.